Event description:
It was reported that the per wo evaluation, the circulation pump with zero flow observed while initial testing in an arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Circulation pump with zero flow observed while initial testing. Replaced circulation pump. A 2000-hour pm was completed on the device. Mixing pump, heater, and drain valves were replaced as part of the pm. Device passed applicable testing after repair. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections made to tab(s) d, f, h all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, the circulation pump with zero flow observed while initial testing in an arctic sun device.